Event description:
The port was placed on the left side on 7/28/97. When the port could not be aspirated, an x-ray was taken, which showed the catheter had broken off at the port stem and had embolized to the pulmonary artery. The catheter was snared out a few days before the port was removed and replaced on 9/10/97.

Manufacturer narrative:
The implicated product is a plastic low-profile port with a 7.0 fr. Attachable catheter in a peel-apart percutaneous introducer system. The product received for evaluation is a small plastic port and a loose cath-lock. The port has a small segment (<0.1 inch) of tubing fitted over the port stem. No other tubing is included with the complaint sample. The barb at the stem's distal tip is entirely exposed. A small amount of blood residue lines the perimeter of the septum and serous residue is found inside the cath-lock inner diameter. A lot history review reveals no related manufacturing issues and no other complaints for this lot. Under 15x - 20x magnification the tubing over the port stem has numerous superficial impressions and one perpendicular slit <0.1 inch long penetrating completely through the tubing. The slit edges are even dull, grainy walls angling through the wall at approx 90 degrees. Immediately distal to the slit is a small abraded area that disfigures the demarcation between the clear tubing and the blue radiopaque stripe. This collective damage indicates trauma that may have occurred from an improperly applied cath-lock and/or mechanical manipulation. The distal edge of the tubing is uneven with intermittent thin extensions protuding away from the edge. A shallow "u" shape is noted over approx one-quarter of the distal edge circumference. The distal face of the tubing is dull and finely grained suggesting the tubing has been severed via blunt dissection rather than with a sharp instrument such as a scissors or blade. No tubing extends over the stem barb; the stem's distal tip is undamaged. The port septum contains an indeterminate number of needle puncture sites that may be attributable to non-coring needles. Patency testing of the port is demonstrated by flushing and aspirating water with a 12cc syringe. The port is accessed using a 20 ga. Non-coring needle. Magnified views of the cath-lock reveal opposing serrated impressions that are evidence of manipulation with a hemostat-like surgical clamp. No other damage is observed. The complaint of subcutaneous break with embolization is confirmed. It should be recorded as user-related. The damage found on the tubing segment over the port stem is consistent with blunt dissection associated with compression pressures created by an improperly applied cath-lock. The penetrating damage and some of the superficial impressions may also have been caused by mechanical manipulation. The product instructions for use provides specific directions for applying tubing to the port stem. An improper cath-lock fit can pinch the tubing between the cath-lock and the port stem that might result in blunt dissection. The instructions for use also cautions the user to avoid using traumatic instruments to handle the catheter or device components to prevent damage and potential complications.